Event description:
Following intraocular lens (iol) implant surgery, a pt reports seeing a dark shadow mid-peripherally temporally as well as 'sparkles'. Uncorrected visual acuity is 20/40, best corrected visual acuity is 20/20. The pt indicated that at 3 weeks post-op, the symptoms have decreased, but indicated they were nervously rubbing the temporal region of their eye quite regularly. The association between this event and the iol is not known. Add'l info has been requested.